Event description:
It was reported that the customer's insulin pump had motor error and button error alarms. The mother stated that the device has been alarming motor error for about a year already. The caller mentioned that the customer was admitted in the hospital due to low blood glucose of 46mg/dl, and he was treated with juice and food. The mother declined further troubleshooting and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. However intermittent button response noted. No button error alarms noted. No motor error alarms noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.